Event description:
The customer reported the cautery pencil was frayed and the wire exposed. The damage was noted by the site upon receipt and the device was not used. Initial evaluation of the returned sample found the cord damaged and wires exposed. The cord failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluated is complete, a follow-up report will be submitted.